Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the cgm was reading low and the patient was feeling sweaty and lightheaded. She self-treated with liquid glucose. Then she took a bg reading which was 600 mg/dl and the cgm reading was still low. She went to the hospital by herself and arrived at 8:30pm. The patient was treated by the nurse with IV insulin and they took her bg readings for at least 3 times. The patient was admitted overnight (24 hours) and was discharged the next day. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - correction. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information.